Event description:
A file separated in the canal during a procedure. The patient was referred to a specialist who was reportedly unable to retrieve the separated piece. Follow-up communication with the doctor suggests that the patient may have the tooth extracted, though exact outcome of the event is unknown as of this report.